Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. No additional event or patient information is available. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional tests were performed and failed the usb test. The receiver data log was downloaded for review and no issues related to the customer's complaint were observed. The reported event of an error icon display was not confirmed confirmed during log review. The customer allegation was not found. No injury or medical intervention were reported.